Event description:
The hcp reported that a rotor stall occurred following an MRI and "stopped pump period may exceed tube set" message occurred. The patient was experiencing increased pain. The pump contained dilaudid 50 mg/ml and the daily dose was increased from 3.76 mg to 4.5 mg. The hcp was unaware of the tesla strength of the MRI. Final pt outcome is unknown. A follow-up report will be sent if additional info becomes available.